Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their cobas 8000 ise module. The customer stated their deionized water system that supplies water to all their instruments had a problem in the evening. The water system was restored about an hour and a half later at which time sample processing continued. The customer provided data for 22 patients, of which 2 had discrepant results that were reported outside the laboratory. All the patient samples were from aliquots processed on the customer's modular pre analytics (mpa) device. The samples were tested after the water problem was resolved. These patient samples were repeated as a result of a doctor questioning the results of another cobas 8000 ise module tested at the same time. Repeat testing was performed from the primary tube and tested on either the original analyzer or the laboratory's other cobas 8000 ise module, serial number (B)(4). The customer did not know from which analyzer the repeat results came. The customer verbally provided information for one patient whose initial result from the mpa aliquot was 6 mmol/l higher than the result from the primary tube and the initial result was above 145 mmol/l. The customer would not provide the exact results. The second patient's initial sodium result was 147 mmol/l. The repeat result was 141 mmol/l. The customer considered the repeat result to be correct. The customer did not have any information on whether there were any adverse events. The sodium electrode lot number and expiration date were not provided. The field service representative noted that the patient samples sat out for about an hour and a half prior to being analyzed. No issues were found with the system during the check. An ise check and precision check were successfully performed.

Manufacturer narrative:
A definitive root cause could not be determined. It appears likely that discrepant results were caused by sample evaporation due to the samples sitting out while the mpa was down due to the water supply problem. There were no adverse events.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : na.